Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they had experienced low blood glucose compromised force sensor system alarm. The customer¿s blood glucose level was 40 mg/dl and 264 m/dl at the time of the incident. The customer was treated with grape juice. The customer also reported that the insulin was squirting during rewind process and it kept compromised force sensor system alarm. The customer was advised to discontinue use of the pump. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.